Event description:
It was reported that a (B)(6) patient with lung cancer underwent a kyphoplasty procedure on levels t7 and t8. Two days postoperatively, an x-ray revealed cement extravasation lateral superior to level t8. There were no patient complications. No additional information was reported.

Manufacturer narrative:
Method: device not returned, follow-up with representative.